Manufacturer narrative:
According to the complainant the device will not be returned for investigation as the device was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.0. Hardware: iphone17.3. Cgm sensor type: dexcom g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the legal guardian that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached greater than 250 mg/dl while wearing the pod between 24 and 36 hours. While riding a ride at a theme park, the patient bumped the pod and the cannula came out but the adhesive was secure during wear. Symptoms reported include nausea, extreme fatigue, headache, and violent vomiting. The patient was treated with unspecified intravenous fluid, saline, dextrose and insulin drip for 6 hours and then was transferred to another hospital at midnight. The patient was discharged on (B)(6) 2026. The pod was removed and discarded prior to the hospitalization.